Event description:
It was reported that the wake button was sticking. Customer¿s blood glucose (bg) level was "low" on glucose monitor. Customer addressed bg level via consumption of carbohydrates and glucose tablets. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.